Event description:
It was reported that patient experienced ineffective therapy. Reportedly, the lead got stuck and was impossible to reposition percutaneously. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
It was reported that patient experienced ineffective therapy. Reportedly, the lead got stuck and was impossible to reposition percutaneously. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. ¿additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.¿